Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry within a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Reportedly, "the patient had a small ciliary process in both eyes, and the ticl placed in the left eye has rotated twice, the ticl placed in the right eye has rotated after 1 year. After comprehensive communication with patient, the patient agreed right eye to underwent replacement of the icl." The lens was later exchanged for a same size, spherical lens and the problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).